Event description:
Anterior/posterior spinal fusion extension lumbar-4 to sacrum with cotrel-dubousset spinal instrumentation and sacro-iliac screws with autologous iliac bone graft. Reduction of 25-30 degrees lordosis after implantation of cotrel-dubousset hardware immediately produced flatback deformity and 3 cm coronal imbalance, causing chronic knee, sacro-iliac joint, and outer hip inflammation, in addition to thoracic outlet syndrome and cervical radiculopathy over time. Rotational torque of cotrel-dubousset hardware is suspected to have twisted 18-year-old thoracic spinal fusion, producing two or more pseudoarthroses. Pt had cotrel-dubousset hardware removal may, 1997; lateral retinacular release left knee march, 1998 to realign kneecap; 2 nerve blocks (jan & oct, 1998) on hips; on narcotic pain relievers since jan 1, 1998. In feb, 1999 spinal fusion revision suegery is scheduled, with biplanar osteotomy at lumbar-3 with pedicle screws and isola rods to correct saggital and coronal plane imbalances. During the operation, the suspected thoracic pseudoarthroses will be surgically exposed and refused with bone from a thoracoplasty, if necessary, with one unit of spinal fixation hardware extended into the lumbar region. Pt has been substantially disabled since may, 1996 with difficulties in walking, sitting, and standing in addition to severe, chronic pain in knees, hips, back, arms, hands, and neck/head. She may further need surgery to fuse her sacro-iliac joints due to the degenerative damage caused by the sacro-iliac screws.